Event description:
The manufacturer received information alleging a ventilator failed an oxygen blending module electrical o2 pressure verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was not evaluated by the manufacturer. The customer is to repair the device. No repair information was provided by the customer. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.